Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 32 mg/dl. The patient had a seizure. For treatment, the patient was given fluids and lab tests. The pod was worn between 4 and 24 hours on the abdomen. The patient was still admitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.